Event description:
I used amo complete moistureplus contact lense solution. I've had two serious eye infections since early 2007. The first one included serious eye pain. I'm submitting this after seeing alert on fox news. Used daily.